Event description:
It was reported that a vented paclitaxel set had a hole in its drip chamber and leaked. There was no patient involvement, as this was noticed before use. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no issues identified with the vented chamber, and the rest of the set conformed to product specifications. A gravity test was then performed, which identified a leak from the vented hole at the end of the millipore filter. The cause was determined to be a defective millipore filter, which was supplied to the manufacturing site by an external supplier. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.